Event description:
Update: in the original 1937141-2023-00018 submission, the box "congenital anomaly/birth defect" was inadvertently checked. There was no adverse event associated with this report. Original problem description: received report of lipid migration in dual chamber bag after transport to location of end use. Issue was discovered during inspection of bag prior to setting up for administration. There was no report of patient injury or medical intervention as a result of this event. The actual samples were discarded by the customer. No photographs have been provided for investigation.

Manufacturer narrative:
Original submission of 1937141-2023-00018 contained an error in box b.2. There was no adverse event associated with this report. The box "congenital anomaly/birth defect was inadvertently checked. This follow-up submission is to correct that error.

Manufacturer narrative:
Bag was not returned to manufacturer. Photos were not available. Production records were reviewed. No abnormalities noted. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Received report of lipid migration in dual chamber bag after transport to location of end use. Issue was discovered during inspection of bag prior to setting up for administration. There was no report of patient injury or medical intervention as a result of this event. The actual samples were discarded by the customer. No photographs have been provided for investigation.